Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked battery tube, faded serial number label, missing reservoir tube retainer and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 20.2 mmol/l at the time of the incident. The customer took corrective insulin. The customer reported a crack on the pump by the battery compartment. The product was returned for analysis.